Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced pain and infection signs at the ipg pocket and on (B)(6) 2025, was admitted to the hospital. While at the hospital, the wound burst, and a purulent like fluid came out. Cultures were taken and per the opinion of the physician, the root cause of the event was a wound infection with staphylococcus aureus infection. Explorative surgery was performed and the ipg was explanted. The patient received antibiotics through a wound vacuum therapy. As of on (B)(6) 2025, the patient was feeling well and was without any systemic infection signs. The patient remained admitted due to the wound vac therapy.

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced pain and infection signs at the ipg pocket and on (B)(6) 2025, was admitted to the hospital. While at the hospital, the wound burst, and a purulent like fluid came out. Cultures were taken and per the opinion of the physician, the root cause of the event was a wound infection with staphylococcus aureus infection. Explorative surgery was performed and the ipg was explanted. The patient received antibiotics through a wound vacuum therapy. As of (B)(6) 2025, the patient was feeling well and was without any systemic infection signs. The patient remained admitted due to the wound vac therapy. Around (B)(6) 2025, the wound vac was removed and the patient was discharged. The patient rejected re-implantation.

Manufacturer narrative:
Updated fields: b4, b5 g3, g6, h2, h11. Cvrx ID# (B)(4).